Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the sensor error message while wearing the adc device on day 1 of wear. As a result, the customer had a seizure and or loss of consciousness, however, there was no third-party medical treatment provided. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via webform regarding the sensor error message while wearing the adc device on day 1 of wear. As a result, the customer had a seizure and or loss of consciousness, however, there was no third-party medical treatment provided. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-25485.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The battery was measured, and the results were within specification. Therefore, issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the sensor error message while wearing the adc device on day 1 of wear. As a result, the customer had a seizure and or loss of consciousness, however, there was no third-party medical treatment provided. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.